Manufacturer narrative:
Investigation: a service call was placed and a machine check out was performed by a terumo bct technician. The service technician noted that the IV pole release button was stuck in a partially depressed position. The service technician freed the stuck IV pole release button and successfully tested the ability of the IV pole to raise and lower several times without dropping. The machine was returned to service. An internal report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: since the release of the partially depressed button resolved the issue, it is likely that the depressed button caused or contributed to the IV pole falling. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to address IV pole falls.

Event description:
The customer reported that the IV pole on the trima equipment would not stay up. The customer stated that no injury occurred with this event. Information of patient (donor) or operator of the device is not known at this time.

Event description:
No injury was reported for this incident and no patient was connected at the time the IV pole was falling down unexpectedly, therefore no patient information is reasonably known.